Event description:
It was reported that when an asymptomatic patient presented for a device check, significant lead noise was observed on the ventricular channel. Patient is not pacemaker dependent. Noise was previously seen on the lead. Upon removal of the leads from the device and testing through the psa no noise was observed. Noise was unable to be reproduced via isometric and pocket manipulation testing. Upon plugging the atrial lead into the ventricular port noise was observed however putting it through analyzer no noise was seen with normal pacing and sensing. Device was explanted and a new device was implanted and no noise was observed with the device. Patient was stable.